Event description:
It was reported that the patient had a history of diaphragmatic stimulation in all configurations of the left ventricular (lv) lead. The lead was revised and no stimulation was found. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2008. (B)(4).